Manufacturer narrative:
(B)(4). Batch # m9269j. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed three malformed clips due to an anti-backup failure and four conforming clips. In addition, the instrument did not lockout as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found to be damaged; this condition caused the lockout mechanism and the anti-backup failures, however no conclusion could be reached as to what may have caused the damage at the ratchet pawl. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier would not fire. Case completed with another device of the same product code. There were no patient consequences reported.